Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had an "insulation breach" as the bipolar impedance was low and the bipolar impedance was lower than the unipolar impedance. The lead was capped and replaced. No patient complications were noted as a result of this event.